Event description:
It was reported that during a trial procedure, the patients leads were unable to be placed properly after multiple attempts. The trial procedure was aborted. It was unknown if the patient was previously sedated.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7186454.

Event description:
It was reported that during a trial procedure, the patients trial leads were unable to be placed properly after multiple attempts. The procedure was aborted. It was unknown if the patient was previously sedated. Additional information was received that the patient was sedated prior to the procedure being aborted. The explanted leads were not returned due to facility policy.